Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a firmware download, normal device functioned resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.